Manufacturer narrative:
Correction: the first notification date should have been 30 january 2025, rather than 20 january 2025. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient twiddled the ipg resulting in the ipg site wound opening up. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the system was explanted.